Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and gradual rising impedance on the low-voltage portion of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a full lead was received in segments and analyzed. Analysis revealed that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).